Manufacturer narrative:
Na

Event description:
It was reported that the ventilator was originally sent to the field service center for preventative maintenance. During service, the turbine did not engage with an audible alarm when the ventilator was powered on. The ventilator was not connected to a patient.